Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2022, the patient reported that the infusion set's tubing was detached at site connector (from her body) when she put the pump in her pants. The site location of infusion set was abdomen. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.